Event description:
It was reported that the patient was experiencing pain at the ipg site and was having difficulty charging the ipg. The patient underwent a revision procedure wherein the pocket was revised and the ipg was replaced. The patient was doing well postoperatively, and the explanted device will not be returned per physicians preference.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.